Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient came to the outpatient clinic to receive a new system controller. When the vad coordinator switched the patient to the new system controller, the driveline fault alarmed. They silenced the alarm and cleared it, but the alarm returned shortly after it was cleared. Another system controller was tried and the same alarm occurred. To verify the driveline fault alarm, an external continuity tester was used to test the patient's percutaneous lead. The results revealed that there was a percutaneous lead issue.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation:although the reported event was confirmed based on the review of the log files retrieved from the returned system controllers, the cause could not be conclusively determined. Both log files confirmed the reported driveline fault alarms. The information within the log files suggested a possible issue with phase 3 of the percutaneous lead, which is consistent with the findings of the reported continuity test. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information:the patient was placed back on his previous system controllers and declined a pump exchange. The patient received a pump exchange on july 10th, 2014 and was doing fine on new system controllers.